Manufacturer narrative:
The device was returned and an investigation found the following. No visual issues seen. The module was investigated tested and calibrated. It was found that the external co2 sensor failed co2 spec. 4% was 6.3% and 9% was 13.16%. O2 readings were also too low and out of spec. 100% was 96% and less at times. Attempted o2 and co2 calibration, and also a full gas sweep and pressure calibration but this made no difference. No pressure leaks were detected. Whether this has any bearing on the reported fault is not known. The o2 sensor is now obsolete and not available. The module is to be scrapped. The o2 sensor and external outlet co2 sensor have been replaced. Calibrated, tested and pm passed.

Event description:
The vco2 is always around 100, which is a completely inaccurate value (normal <70). The problem doesn't seem to originate from the exhaled co2 sensor, as the value retrieved from the new essenz console is correct. The problem therefore appears to be with the monitor itself (a vco2 calculation issue?). The second problem concerns the pao2 calculation. The reading drifts significantly over time. (We perform arterial blood gas analysis every 30 minutes to recalibrate the spectrum. The arterial pao2 reading is always very different from the pao2 displayed on the spectrum.)

Event description:
The vco2 is always around 100, which is a completely inaccurate value (normal <70). The problem doesn't seem to originate from the exhaled co2 sensor, as the value retrieved from the new essenz console is correct. The problem therefore appears to be with the monitor itself (a vco2 calculation issue?). The second problem concerns the pao2 calculation. The reading drifts significantly over time. (We perform arterial blood gas analysis every 30 minutes to recalibrate the spectrum. The arterial pao2 reading is always very different from the pao2 displayed on the spectrum.)

Manufacturer narrative:
Device being returned. Manufacturer's conclusion to follow.